Event description:
The abbott field service engineer (fse) reported that the backgrounds were again high on the cell-dyn sapphire analyzer. The fse stated the high backgrounds were due to the white blood cell reagent a. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Upon further review, it was determined that this complaint is no longer associated with the correction and removal. The customer issue was documented and investigated under 2919069-2008-00488. This is the final report.